Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient slammed their car door on the driveline, breaking the modular cable. The patient arrived at the emergency room with the pump off and visible damage to the driveline. The modular cable was urgently replaced. The log file review showed alarms associated with a driveline disconnect.

Event description:
It appeared the pump had been off from 8:41am until 11:23am on (B)(6) 2022. Two pin hole breaks in the silicone of the modular cable were noted. Following the modular cable replacement, the pump appeared to operate as intended. The patient was admitted without any new adverse events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable was confirmed. The cable was returned for evaluation with two small punctures in its outer jacket. The modular cable first underwent resistance testing in order to evaluate the integrity of its inner wires. The cable did not pass this testing, and measurements indicated that both the red and brown wires had been electrically opened. The modular cable was then functionally tested alongside a test system controller and mock circulatory loop. The controller produced a driveline disconnect alarm, and pump function could not be supported. The layers of the cable were then stripped, and both the red and brown wires were found to be severed at the location of the observed puncture damage. A log file was also submitted for review, containing data spanning approximately 2 days (on (B)(6) 2022 per timestamp). At 8:41:58 on (B)(6) 2022, driveline disconnect and pump off hazard alarms were observed. Shortly after at 8:42:29, the pump¿s speed fell to 0 rpm and remained that way throughout the data. The observed events are consistent with the modular cable damage as well as the provided information that the patient¿s new modular cable was connected to their backup controller. The root cause of the reported event was determined to be damage to the cable caused by being shut in the patient¿s car door. The device history records were reviewed and the records revealed that the heartmate 3 modular cable was manufactured in accordance with manufacturing and qa specifications. The heartmate iii instructions for use and the heartmate iii patient handbook address how to store, maintain, and care for all equipment, including the modular cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.